Manufacturer narrative:
Device inspection is still pending at the facility. Therefore a root cause of the reported malfunction is not available at this time. If the wheel were to detach during a patient transfer, the issue would be likely to cause or contribute to a death or serious injury if this were to recur.

Event description:
A other health care professional contacted technical service to report that the viking xl had an issue, alleged one of the front casters came off the lift. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority.

Manufacturer narrative:
The baxter technical support found the front caster needed to be replaced. Viking l and xl mobile lifts are two versatile lift models intended mainly for use in health care, intensive care and rehabilitation. Viking l and xl mobile lifts are intended for heavier patients. Both models are excellent aids in daily transfers of adults and bariatrics, for instance, lifting to and from wheel chair, bed, toilet and floor. A viking¿ mobile lift equipped with the viking¿ armrest accessory can be used for gait training. Horizontal lifting can also be performed in combination with a recommended liko¿ stretcher accessory. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this device. It is unknown if the facility performs preventative maintenance on their device. The front caster was replaced to resolve the reported event. Based on this information, no further actions are required at this time.